Manufacturer narrative:
The seven year old device was received at spacelabs¿ equipment service center for repair. The reported problem was verified and the cpu pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 the display screen went black on a bedside monitor while in use. The clinician was at the bedside and immediately moved the command module to another bedside monitor to resume monitoring. No injury was reported as a result of this event.